Event description:
It was reported that the patient has high impedance and underwent generator replacement surgery. The operating room representative noted that preoperatively the impedance was within normal limits. He stated that he had to interrogate the device several times before getting a reading and the initial reading did show a high impedance warning. The new device was interrogated multiple times with acceptable impedance values. The generator was received for analysis but analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
Product analysis on the generator was completed and approved. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.